Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. Respectively. The reported condition was confirmed. A batch review has been performed. All release criteria have been met for the production of this lot. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation idc-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation, but has not yet been evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information become available.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported that the device clinic received a carelink transmission reporting the patient had received two shocks on (B)(6)-2010. It was later reported the patient had died on (B)(6)-2010. The physician "wondered" if there was noise on the egm. After review of the egm, the manufacturer's representative reported the patient received appropriate shocks. Based on follow-up with the physician's nurse, the patient had been "very sick" and was being followed regularly by the heart failure clinic, last seen three months prior to death, and was on a transplant list. The death certificate listed the immediate cause of death as heart failure. There is no allegation from a health care professional that the death was device related.

Event description:
The facility representative contacted baxter to report an infusor that had ruptured during filling. There was no adverse event, patient injury or medical intervention associated with this report. The device was filled with 5-flourouracil and normal saline. There is no further complaint information available.